Event description:
This lead was explanted due to high thresholds.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. A thorough analysis of this region showed that cause was related the presence of mechanical stress. The analysis revealed no indication of a material or workmanship problem which might have contributed to this finding. During further analysis no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, other than the mechanical damage, which was most likely caused by external forces, the lead proved to be within specifications and there was no sign of a material or manufacturing problem.